Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. H3 other text : device not returned.

Event description:
It was reported that occlusion alarms occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. Reportedly, the customer was reusing the cartridge. Tandem technical support informed the customer that reusing cartridge is off label per the tandem user guide. Customer¿s blood glucose level was 210 mg/dl. The customer reverted to an alternate method of insulin therapy.